Event description:
Patient was revised to address osteolysis and thigh pain caused by the stem resting on the lateral cortex.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.